Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during an unknown procedure the micro tornado hp w handcontrol had a malfunction. Per operational and diagnostic, the reported failure was confirmed. During evaluation, the blade did not lock into the shaver. Therefore, it was found a defective drill mounting mechanism. The insulation resistance was out of tolerance, in consequence the motor cable was replaced. Among the tests performed, the hipot test was failed. In addition, the keypad silicone was a mechanical defective. Finally, the buttons were found not functioning. The preventive maintenance was completed replacing o-rings. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause the short circuit on the motor cable may be as a failure to electrical components, and the buttons failure can be related to lack of maintenance. As a result, the hipot failed since the functional of the device was not performance as normally. However, given the information provided we cannot discern a definitive root cause for the drill mounting mechanism and the lock into the shaver. This cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [1450m5265r] number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the micro tornado hp w handcontrol had a malfunction. No patient consequence and no surgical delay was reported. No additional information was provided.